Event description:
A malfunction was reported on the customer's pump, which displayed malfunction code "malf 1." There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer did not have the most up-to-date pump software, so technical support arranged for a replacement pump with updated software to be sent. They provided instructions for resetting the pump, putting it into storage mode, and returning the faulty pump to tandem. The customer acknowledged and understood all provided instructions and will use mdi as a backup therapy to ensure insulin delivery is not interrupted during this process.